Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the anesthesia system at the hospital concluded that the reported system checkout failure was caused by a damaged gas analyzer water trap and the sampling line. The water trap was ran over by a wheel of the system. The sampling line was damaged due to having been tightened too hard. The damaged parts were replaced and the anesthesia system was cleared for clinical use. The system checkout failures can be verified in the received test log. The reported system checkout issue was caused by the user damaging the water trap and sampling line by mistake.

Event description:
It was reported that the safety valve in the anesthesia workstation was broken. There was no patient harm. Manufacturer's reference #: (B)(4).